Event description:
The customer reported having low blood glucose for the past few days. The paramedics were called but the customer was not taken to the hosp. The blood glucose level at time of the call was 276 mg/dl. Troubleshooting was performed. The alarm history did not reveal any alarms and the programming was correct. Also, the amount of insulin in the reservoir matched with the status screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.